Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that a surgeon at the site does not want to use the system for a case. Rep reported that the surgeon deemed the system "not safe for use" and wanted to use a competitor system instead. There was no patient involvement. New information received "as mentioned, there was nothing wrong with the system. The area of concern was navigation accuracy and the opening of the system".

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and no fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) initial reporter added to e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.